Event description:
A (B)(6) year-old male patient with an unreported indication, who initiated inhaled tyvaso (treprostinil) on (B)(6) 2012, at 18-108 microgram (3-18 breaths) four times a day, reported his optineb on/100-7 unit device smelled like it was burning when plugged it in on (B)(6) 2013. Reporter details withheld. Device manufacture date: (B)(6) 2012.